Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarm on her insulin pump. Customer also stated differences between her sensor glucose and blood glucose readings. The customer also reported blood in her canal. Customer's blood glucose was 147 mg/dl at the time of the call. Customer also reported a sensor alarm and a battery out alarm. Customer is also advised to contact her healthcare provider about her recent low blood glucose. No additional information is provided.